Event description:
Delay of therapy during alarm condition reported. The customer reported that nurses in the emergency room have been experiencing numerous cassette alarms during priming. Troubleshooting is done, including changing the pump, but eventually the IV tubing has to be replaced in order to resolve the alarms. On one specific occasion during a code, when the nurses were trying to prime a lidocaine drip (rate 30cc/hr per standing orders), it took up to 5 tubing changes and a pump change before the infusion could be started. No pt harm was reported. Add'l pt info was requested, but no further info was available.